Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s patient programmer (pp) showed a power on reset (por) message. Patient services walled the patient through resetting the pp and they verified that the por screen was cleared. There were no reports of medical or therapy issues and no patient symptoms report. There were no further complications reported or anticipated.